Manufacturer narrative:
The reported complaint of a system error "realign patient" on the autopulse platform (sn (B)(4)) was not reproduced during functional testing; however, user advisory - ua41 (patient temperature sensor) displayed upon powering on. Additionally, user advisory - ua19 (max applied load exceeded) was observed in the platform archive which is relevant to the reported complaint, therefore, confirming the reported issue. No physical damaged observed on the platform during visual inspection. During archive data review, ua19 was observed on the date the issue occurred. Note that user advisory error messages are designed into the platform when one of several conditions is detected. The ua19 error message recorded in the archive data is easily clearable by the user. The ua19 (max applied load exceeded) error message alerts the load plate has detected too much weight being applied (manufacturing spec. At > 270 lbs /123kg) . In this case, the archive revealed the max load sum exceeded 319 lbs. Which confirms the size of the patient/object is larger or too stiff to compress. Initial functional testing could not be performed due to ua41 (patient temperature sensor) displayed upon platform power on and not related to the reported complaint. A temperature sensor was found faulty. To remedy the issue, the defective temperature sensor was replaced. The ap platform was re-tested and passed all functional tests. The autopulse platform is ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with serial number (B)(4).

Event description:
Customer reported that during patient use, the autopulse platform (sn (B)(4)) will start compression and then display re-align patient. The customer re-aligned patient and restarted the board but issue persist. No known impact or consequence to patient was reported.